Manufacturer narrative:
H4: device manufacture date: july 1-2, 2025. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of non-dehp y-type catheter extension sets came apart or ruptured during patient use with computed tomography (CT) contrast. The sets came apart or leaked either after tightening the caps (clearlink) or at the y-site (junction). There was no report of patient injury or medical intervention associated with this event. No additional information is available.